Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to procedure, the patient's right ventricular (rv) lead had low pacing impedance and was oversensing noise. The patient was asymptomatic. On (B)(6) 2021, the lead was capped and replaced. The patient was stable throughout procedure.